Manufacturer narrative:
This event occurred in (B)(6). The customer cannot find the device to return.

Event description:
The customer indicated that approximately 14 days ago she pressed the button to fire the coaguchek softclix lancet device and after the needle pricked her finger the lancet did not retract immediately and the needle was stuck in her finger. No adverse event occurred. The customer did not provide the lot number of the device, nor the lancets. The suspect product was requested for return; however, the customer indicated she cannot find the device to return. A root cause for the event could not be determined. No information was provided in the complaint that would point to a cause for the lancet not retracting. The lancet device could not be provided for investigation.